Event description:
It was reported that the electric dematome handpiece head assembly was damaged. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/28/1994 and was last repaired on 02/21/2003 for a non related issue. Evaluation of the device observed damage to the head and control bar of the handpiece. The motor speed was unable to be captured as the device was operating erratically. The customer did not return a power source for evaluation with the device. Prior to repair, the device was outside of calibration specifications only at the zero thickness setting. Repair of the device included replacement of the head, control bar, motor and all standard repair parts. In post-repair, the motor operated within electrical specification under no load; the motor shaft did not rotate smoothly and became hot during testing. The switch passed continuity testing. The device is twenty years old and has not been returned for maintenance or repair at zimmer surgical in eleven years; therefore, lack of preventative maintenance likely cause the damage to the head and control bar, which most likely cause the customer's reported event. The device was serviced and returned to the customer.